Event description:
It was reported to hamilton medical ag that a hamilton-t1 malfunctioned, and needed a new 02 sensor. Additional details were provided on follow up phone call, customer stated the device failed during use on the patient and the patient "desatted". No further details were provided. No health consequences or impact occurred. The case has not been reviewed yet, therefore the failure description could not be confirmed yet.

Manufacturer narrative:
Hamilton medical ag reference nr is: (B)(4).

Manufacturer narrative:
It was reported that a customer called stating ¿one of our ventilators malfunctioned and needs a new o2 sensor.¿ in a follow-up call, the customer stated the device failed during use and the patient desaturated. The device remained in use and there was no patient harm. An service technicianfrom our partner hmi tested the device and found the o2 sensor had not been calibrated since 03/2024 and was expired because the device was past due for pm. The ¿set oxygen alarm limits manually¿ checkbox was active unbeknownst to the user. The root cause was therefore "manual oxygen limits activated and wrongly set & using uncalibrated o2 sensor" a pm kit was installed, and service software procedures and operational tests passed. The device was returned to use, and log files were attached. This case is considered as closed.